Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image is displayed, a noise image occurs, air/water-cylinder has white foreign objects, air/water-tube has white foreign objects, connecting tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ccd unit, scope communication error b30 appears. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the colonovideoscope had a b30 (scope communication error) code. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.